Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). No known consequences or impact to the patient. Torn material. Evaluation results: visual inspection of the returned lens showed half the optic was torn off and missing and there was a clear surgical residue on the lens. (B)(4).

Event description:
The customer reported as the surgeon advanced the aq5010v silicone three piece lens he observed the lens had been damaged during loading. Lens cutters were used to remove the lens and another same model lens was implanted without any patient injury. Reporter stated the event was due to a loading error.